Manufacturer narrative:
Follow-up #1: date of submission 08/17/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2016 with the following findings: on investigation, the pump alarmed with a call service alarm during start up. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Investigation confirmed the complaint. Unrelated to the original complaint, the battery compartment was cracked below the bumper at the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging a call service alarm 069 issue. There was no reported adverse event associated with this complaint. This complaint is being reported because issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm